Event description:
It was reported that the right ventricular (rv) lead exhibited a slow rise in impedance on the rv defib coil and finally triggered an alert for out of range high impedance. Reprogramming was performed to increased the upper limit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising. Svc lead impedance steadily rising form approximately 70 ohms to approximately 110 ohms over the 6 weeks of trend data. (B)(4).